Event description:
The pt experienced stimulation in his waist and down his left leg, not in his right ankle where he needed it. At one point, stimulation was felt in the top part of the right leg. Several reprogramming sessions were unsuccessful. Impedance readings were normal. It was determined that the lead migrated. It was replaced in 2009. Afterward, the pt received effective stimulation.